Event description:
It was reported that the hub separated from the bd vacutainer® eclipse¿ blood collection needle and remained in the cap when it was removed from the device before use. This occurred on 8 separate occasions, but the dates are unknown. The following information was provided by the initial reporter: "phlebotomists took off the cap of the needle to prepare to stick the patient but the hub that the shield is attached to comes off together with the cap leaving the needle exposed and without protection. Phlebotomists discarded the needle and opened a new one. This happened several times with various phlebotomists in a span of 2 days."

Manufacturer narrative:
H.6. Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for hub/collar separation with the incident lot was observed. Evaluation / testing of the customer samples was performed and hub/collar separation was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA#1277214. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the hub separated from the bd vacutainer® eclipse¿ blood collection needle and remained in the cap when it was removed from the device before use. This occurred on 8 separate occasions, but the dates are unknown. The following information was provided by the initial reporter: "phlebotomists took off the cap of the needle to prepare to stick the patient but the hub that the shield is attached to comes off together with the cap leaving the needle exposed and without protection. Phlebotomists discarded the needle and opened a new one. This happened several times with various phlebotomists in a span of 2 days."